Event description:
Customer reported a blood leak was observed on the pump deck when the treatment had reached 275 ml wbp, so the treatment was aborted with no blood returned to the pt. Customer stated the blood leak appeared to be from the return tubing loop. Customer reported prime 1 alarm, alarm #25, had occurred twice during prime and had been resolved by following the recommended actions, and that no priming fluid leak had been observed on the pump deck during prime. Customer reported the therakos cellex trained biomed had cleaned and checked the pump deck and no additional service is needed. Customer reported the estimated blood loss for the pt is about 24 ml. Customer stated they started a new treatment for the pt with a new kit. There was no service order generated. The kit was returned for investigation.

Manufacturer narrative:
A review of lot c339 was performed and there were no nonconformities associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, tubing leak and alarm # 25: prime 1 and no trends were detected. The kit and smart card were returned for analysis. Review of the smart card data confirmed the reported occurrence of prime 1 alarms. Review of the returned components identified a "scuff" mark on the return pump tubing segment the return pump tubing segment was pressure tested for leaks and a leak was confirmed at the previously identified scuff mark. Marks on tubing are historically associated with improper installation of the tubing segment onto the pump head. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).